Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The device was originally returned to the MFR with no info. The health care professional confirmed that the pt's device was removed due to draining purulent material. Keflex was administered with no other info. Pt outcome was unk.